Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported increased implant (ins) battery usage compared to usual patterns. Pt stated that charging normally occurs every sunday with typical usage around 30%, but recently the ins battery reaches 100% usage. Pt denied any changes to stimulation settings and reported increased physical activity, including frequent walking over the past two to three months and biking over the past two to three weeks. Agent redirected pt to the healthcare provider (hcp) to obtain contact information for the manufacturer representative (rep).